Manufacturer narrative:
This 70 yr old male pt with a history of pci, CABG, mi,chf,htn, hypercholesterolemia, former smoker, and renal insufficiency had cypher stent implantation. These are pre morbid conditions which increase the risk for a mace. Two taxus stents were deployed in the proximal lcx and two in the 1st diagonal. The lesion in the diatal lad was 35mm long and de novo. The cypher stent is indicated for lesions of length less than or equal to 30mm. Two cypher stents, a 2.5mm x 28mm and a 2.5mm x 13mm, were direct stented. The safety and effectiveness of direct stenting has not been establisehed for the cypher stent. Six months later, the patient had a reteenosis of the distal lad. This was treated with a taxus stent. A new lesion in the mid lad was also treated. The product was not available for analysis. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirements for product acceptance. Conclusion: there are patient, lesion, and procedural factors that may have contributed to the event. This is the second of two products (cws13250, unk) used during this procedure or involved with this adverse event which is associated with mfg report #3003742446-2006-00018 and 3003742446-2006-00019.

Event description:
Per descover registry, the patient received two cypher stents (2.5x28 & 2.5x13) in the distal left anterior descending. Six months later, restenosis was noticed in the distal lad treated during index procedure. The lesion was treated with a taxus stent.